Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they charged the controller earlier today and they can't get the controller to turn off. Patient stated the screen says wait and the green dots are going around and it can't turn off and they pressed everything they could and waited and even the top button on the controller wouldn't shut down. Patient stated the implantable neurostimulator (ins) area felt little warm when they were charging the ins. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing and message is cleared. Controller show implanted neurostimulator 100%, controller 100% charged. Controller show the pairing screen. Agent assisted patient with pairing the devices. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharging antenna. Patient started charging the implant and getting excellent quality. Patient mentioned that controller screen goes white when rtm cord plug into the controller. The issue was not resolved. A request was sent to the repair department to replace the recharger device for on (B)(6) 2026 delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.